Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that about a month ago, the patient had a hard fall and fell right on the ins. The rep reported that the healthcare provider (hcp) took x-rays and the lead didn't move. The rep reported that then about a week or two after the fall, the patient felt stimulation ¿around the waist.¿ the rep noted that the patient felt stimulation all the way around her waist. The rep tried to reprogram the patient, but it didn't help. The rep reported that stimulation around the waist would stop when the patient turned the ins off. The rep checked impedances and they all looked good. The rep reported that the hcp was considering a lead and ins replacement. The rep though there might be possible damage to the ins due to the fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation around the waist was not determined. The rep said they were going to replace the ins to see if that resolves the issue and if not, they will replace the lead. It was noted that the stimulation around the waist was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they didn¿t know why the patient felt stimulation around the waist. The rep noted that the neurostimulator and leads were replaced on (B)(6) 2019 and the patient was doing great. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead and the ins were replaced on (B)(6) and the rep was doing the post op programming and follow-up on the day of the report. The rep said the patient was feeling stimulation in the correct location. The rep was calling to see about using the old controller with the patient's new ins. The rep noted that the ins was replaced as a preventative after the fall.